Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station would shut down on its own while in use. The customer shipped the device in for repair and it was evaluated by a equipment service center technician. The technician stated that the unit had a lot of dust built up in the unit and the fan on the video card was non-functional. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable. A replacement unit was provided to the customer.